Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower system order was not populating. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the new patient and orders were not populating to the station. The technical support specialist (tss) reviewed the order and found no messages or processing errors in the system logs, which only retain seven days of data. The tss confirmed that the order ID in question was older than seven days and therefore not visible. The tss recommended resending the order from the host system. However, the customer was able to successfully edit the orders and resend them without further issues. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower system order was not populating. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.